Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for follow up in clinic, device interrogation revealed non-sustained right ventricular oversensing (nsrvo) alert. Further review of records of nsrvo were identified as post paced t wave oversensing. Programming changes were made. The patient did not experience any adverse consequences.